Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. This patient underwent a revision procedure in which this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.